Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when the surgeon clipped the cystic duct, the clips were loose, hanging and were not secured on the duct. The surgeon opened another clip applier and fired above where the initial clip was to complete the case. There was no patient injury.